Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient had an increase in their urgency to void the night before the report and when they got to the bathroom, they were unable to void and their bladder felt full. The patient stated they really were not feeling their stimulation and they hadn¿t felt the flutter in a while. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2019. No further complications were reported.